Event description:
It was reported that the device had a bubbled occlusion sensor. There was unknown patient involvement.

Manufacturer narrative:
Device not received by manufacturer. B3: unknown. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
H6: evaluation codes updated. No device was received for investigation. Therefore, we are unable to determine the reported complaint. If we receive the device, we will reopen the investigation for further evaluations. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.